Event description:
It was reported that this right atrial (ra) lead was explanted due to other non-product experience. A new lead was successfully implanted. Despite several attempts to locate the product, it is unknown if the device will return for analysis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).